Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy until the replacement pump arrived.